Manufacturer narrative:
(B)(4). Date of initial report: 01/18/2017. Date of follow up report: 02/24/2017. The product was not returned to the post market vigilance laboratory for analysis however medtronic engineering conducted a field visit to evaluate the product at the customer's site on (B)(6) 2017. The product did not meet specification as observed. Visual inspection found the pad to have been shipped to the customer without gel. The customer reported the patient received a burn from the device. The reported condition was confirmed. Medtronic engineering determined a vendor splice of the foil was marked on the pad according to the process instruction to indicate the part as a defect in downstream operations. The marked pad escaped automated and manual segregation. This pad should have been rejected during manufacturing. The investigation identified the root cause of the reported event to be a manufacturing error. The IFU states, remove the liner from the return electrode, and lightly touch the surface of the conductive adhesive to ensure that is moist. Do not use dry return electrodes. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident.

Manufacturer narrative:
(B)(4). Date of initial report: 01/18/2017. The return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have been asked. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the patient received a 5" full thickness burn at the grounding pad site during a tonsillectomy procedure. The pad had been placed on the patient's right leg. The burn was initially treated with bacitracin and bandage, and the patient was referred to a plastic surgeon. The burn was noticed in recovery. The customer reported that there wasn't any gel on the pad.